Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer reloaded the same cartridge and resumed insulin delivery.